Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer was unable to determine any issues with the infusion set or related pump supplies. Customer changed the infusion set site and insulin delivery was successfully resumed. Customer's blood glucose was 568 mg/dl and a correction bolus was delivered to address bg.